Event description:
Subsequent information was provided that indicated the lead had also displayed loss of capture (loc) and oversensing of the previously reported noise. The oversensing led to pacing inhibition resulting in greater than two seconds of asystole for the patient. The lead remains out of service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced two syncopal episodes. The lead was displaying noise. A lead fracture was suspected. The patient was seen for a revision procedure where the noise was able to be recreated via a pacing system analyzer (psa) and lead movement in the pocket. The lead was surgically abandoned. There were no additional adverse patient effects.

Manufacturer narrative:
(B)(4).